Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging results noted calcification was present at the access site. It should be noted that the proglide instructions for use (IFU), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation procedure. Reportedly, a link break occurred. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.